Event description:
It was reported to philips that the system live monitor real time screen was grey and white. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was completed as planned. It was reported to philips that the system live monitor real time screen was grey and white. Upon checking with customer, customer did not ask philips for onsite evaluation in this case and no additional information retrieved. The fse checked the system in another work order and found no issue related to the reported malfunction. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.